Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume multirate infusors were leaking during patient use to deliver levobupivacaine for pain medicine. There was no report of patient injury or medical intervention associated with this event. No additional information is available..

Manufacturer narrative:
H10: the actual devices were not available; however, photographs of the samples were provided for evaluation. Visual inspection was performed to the photographs which showed a leak at the multirate control module. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.